Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, there was no issue with the philips azurion system, but with the schwarzer hemodynamic system not starting. This hemodynamic system is a third-party product. A field service engineer performed troubleshooting activities which showed the wrong firmware was installed. The field service engineer provisionally replaced the pb3000 with a loaner from philips horgen and sent the defective product to schwarzer. Analysis of the log file confirmed power/pc issues, starting at: 07:32 on (B)(6) 2024. The most likely cause is the power/pc hardware of the hemodynamic system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system does not start. There was no reported patient or user harm. The device was in clinical use at the time the issue occurred. The field service engineer (fse) made adjustments to the configuration and the device was returned to use in good working order.